Event description:
Patient was hospitalized for hypoglycemia. Patient was wearing suspect device at the time. No further information is available at the time of this report. Device not returned for evaluation.